Event description:
A caller reported experiencing a problem with their continuous glucose monitor indicated by error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, and afterward, the error was resolved, allowing the customer to successfully start their sensor session.